Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was reported that the recipient fell on the stairs on (B)(6) 2019 and then could not hear with the device. The hearing performance prior to this incident was fine. The recipient was explanted of the device.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. A re-implantation surgery is scheduled but no date has been provided yet.

Event description:
It was reported that the recipient fell on the stairs on (B)(6) 2019 and then could not hear with the device. The hearing performance prior to this incident was fine. Re-implantation is planned, however no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. Further the seven most apical channels have been disabled already before the reported impact due to elevated impedance. In addition the recipient has an abnormal cochlea anatomy, which might has contributed. However to determine an exact root cause device investigation would be necessary. The recipient was implanted on the contra-lateral site. The concerned device remains implanted.

Event description:
It was reported that the recipient fell on the stairs on (B)(6) 2019 and then could not hear with the device. The hearing performance prior to this incident was fine. The recipient is still implanted, the contra-lateral side has been implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the recipient fell on the stairs and then could not hear with the device.